Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio alert and an adverse event. The patient stated that they lost consciousness due to a hypoglycemic event. It was indicated that the receiver did not alert the patient at the time of event. A painter that was working in the house called the paramedics and when the paramedics arrived, they administered the patient with dextrose. The patient did not have to go to the hospital. At the time of contact, the patient was doing okay. Additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver log showed no data for the week of the issue date. Run receiver functional test's, pass all relevant tests. G5 global communication tool software test, pass sound tests. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, pass. Measure the speaker resistance. Speaker resistance within specification. He reported event of an intermittent audio output was not confirmed. A root cause could not be determined.